Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Nearly choked [choking sensation]; had to pull it out of the back of throat [foreign body]; coughing [cough]; throat is painful [oropharyngeal pain]; toothbrush heads have broken off / toothbrush head came off in mouth / broken brush heads [device breakage]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2017 that in the period of a month and a half, two of his/her oral-b precision clean brushheads had broken off while he/she was using them with an oral-b rechargeable toothbrush, version unknown. The consumer stated that on the night of (B)(6) 2017, another toothbrush head came off in his/her mouth and he/she nearly choked on it and had to pull it out of the back of his/her throat with his/her fingers while he/she was doubled over coughing. The consumer had already returned one packet of brush heads to the store, and this was the replacement pack. The consumer stated that his/her throat was painful now. The case outcome was improved. No further information was provided. On 11-apr-2017 received consumer's follow-up e-mail: the consumer reported that he/she did not keep the first 2 broken heads, but he/she still had the one that came off the night prior that he/she almost choked on. The consumer only had one brush head left unopened from the pack of 4. The consumer stated that three heads all from one pack had all broken, and quite quickly too. The case outcome remained improved. No further information was provided.